Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2019-. The rep was able to successfully reconfigure the adaptive stimulation. The patient¿s weight at the time of the event was unknown. The rep does not have access to that information. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep added some electrodes to the patient¿s programming on (B)(6) 2019 and it resulted in adaptive stimulation (as) not configured. Technical services reviewed that adding an electrode would reset the intensity settings but not cause as to not configure. Technical services did not have an explanation for why configuration was lost. The rep noted that they did not reconfigure as in the menu option. They simply depleted all active electrodes and added in new electrodes (+ and -). There were no patient symptoms reported and no complications reported.